Manufacturer narrative:
Concomitant medical product: ddbc3d1 ICD, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead triggered a lead integrity alert (lia) for high rate non-sustained episodes and sensing integrity counter (sic). Two of the high rate non-sustained episodes appeared to be short episodes of noise. Chronic low impedance was also noted on the rv lead. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed. Analysis indicated that the interior superior vena cava defibrillation cable developed a fracture due to flexing while in vivo. The exposed superior vena cava defibrillation coil developed a fracture due to flexing while in vivo. The outer insulation of the lead was breached due to multi-lumen tubing voids while in vivo. The overlay tubing and the outer insulation of the lead were ruptured while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead was explanted and replaced.